Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred on the ilet, after which the user inspected supplies, performed a supply change with a steel cannula (6 mm, lot 6012378), and experienced hyperglycemia up to 350 mg/dl followed by a downtrend and subsequent hypoglycemia to 67 mg/dl that resolved to 86 mg/dl. Symptoms included lightheadedness during the low glucose event. Outcomes included transient hyperglycemia and a self-managed hypoglycemic episode without medical intervention or assistance. Investigation included customer service troubleshooting and user education with follow-up to confirm glucose stabilization. Investigation of this case revealed no device malfunction was identified and the cause of the glycemic excursions remained unclear following the reported occlusion alert and infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.